Event description:
A customer reported to beckman coulter inc (bec) that there was a blood leak in coulter lh750 hematology analyzer. The customer fitted new cassette clips into the cassette, and during the instrument cycling a stopper was pulled off of a sample tube and the blood in the tube leaked out. The operators were wearing ppe at the time of the incident and during troubleshooting. There was no report of exposure to mucous membranes or open wounds, and no one sought medical attention. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place. The patient of the incident sample tube was re-drawn and no erroneous result was reported out of the laboratory. There was no death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
Service was dispatched on (B)(4) 2012 for this event. The field service engineer (fse) realigned needle bellows. The fse replaced needle cartridge and air cylinder to rocker-bed. The fse verified instrument operation and observed sampling without error. The repair was verified per established procedures, and the results met published performance specifications. The leaked fluid may contain diluent and cleaner as well as blood. The cause of the leak was the needle bellows alignment. (B)(4).